Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was failed and magnet was missing. A field service engineer found that the drawer 2 in the main unit would not recover. The back of the main unit was opened and inspected, after which the pyxis system was powered off. The full height drawer was removed and examined, and it was found that the magnet from the inseparable was missing. The inseparable was replaced, the drawer was reinstalled, and the pyxis system was powered back on. Once the application loaded, the customer logged in, recovered the failure, and completed the medication inventory for the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer would not release and immediately failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.